Event description:
The following has been reported: increment keys and ok/confirm key is not functioning. Uppercase kit agilia sp ((B)(6) recorded as device reference. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. "Complaint description: ""increment keys and ok/confirm key is not functioning"" expertise: the subject device (model agilia sp, serial number (B)(6)) was not returned to our laboratory for analysis, neither the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported event could be confirmed using the provided video. Based on available information, the root cause of the reported event could be linked to defective keypad. However, since the device was not returned, it remains unknown (not returned). CAPA was initiated in order to investigate and reduce occurrence of defective keypad issues linked to production and liquid infiltrations on agilia product range. Note: reported device was manufactured before corrective actions have been implemented in (B)(6) 2020. In addition, we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as valid the trend is abnormal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.